Event description:
The article, "transcatheter knocking of a stuck mechanical tricuspid valve", was reviewed. The article presented a case study of a 5 year old male patient with tricuspid and mitral valve dysplasia and significant tricuspid and mitral regurgitation. It was reported that on an unknown date, an unknown 21mm st. Jude/abbott mechanical heart valve was implanted in the mitral valve and an 23mm st. Jude/abbott mechanical heart valve was implanted in the tricuspid valve. Three months post-procedure, the patient presented with moderate tricuspid regurgitation with one leaflet stuck in a partially closed position. Blood cultures confirmed presences of fusobacterium and the patient was administered intravenous (IV) antibiotics. Despite multiple doses of tpa that provided some increased leaflet mobility, the leaflet became stuck again over the course of a month. A decision was made to bring the patient for cardiac catheterization to attempt to manually "knock" the stuck leaflet with a tip deflector on a catheter. It was reported that the inferior leaflet was able to be pushed open multiple times but once the catheter was withdrawn, the leaflet would mobilize back to the stuck position. A decision was then made to perform tricuspid valve replacement with another unknown 23mm st. Jude/abbott mechanical heart valve. The explanted valve was noted to have significant pannus formation on the stuck leaflet. It was reported four months post-intervention, the patient underwent an unrelated procedure and stopped warfarin five days prior to procedure. Post-procedure, the patient was reinitiated on heparin with plan to transition to warfarin. On the third post-operative day, the patient presented with increase in his heart rate and a repeat echocardiogram noted 10mmhg mean gradient of the tricuspid valve with moderate regurgitation due to restricted leaflet movement. Due to recent neurosurgery, the patient could not be placed on cardiopulmonary bypass and a decision was made to attempt catheter knocking of the stuck leaflet. Initial fluoroscopy showed decreased motion of the superior leaflet and no movement within the inferior leaflet. Post intervention, the inferior leaflet had significantly improved motion while the superior leaflet remained stuck. However, the inferior leaflet became stuck again within two days. After being cleared by neurosurgery a week later, a decision was made to perform tricuspid valve replacement. The 23mm st. Jude/abbott mechanical valve was replaced with a 23mm corematrix bioprosthetic valve. The explanted mechanical valve was again found to have pannus within the leaflets.[the primary author was christopher herron, department of pediatric cardiology, arnold palmer hospital for children, orlando, fl, USA. The corresponding author was shabana shahanavaz, the heart institute, cincinnati children¿s hospital medical center, cincinnati, oh, USA, with corresponding email: shabana.shahanavaz@cchmc.org].

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided literature attachment: article title "transcatheter knocking of a stuck mechanical tricuspid valve" as reported in a research article, transcatheter knocking of a stuck mechanical tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per regent mechanical heart valve, instructions for use, artmt100122074, revision a.6, " indications: the sjm regent¿ mechanical heart valve is intended for use as a replacement valve in patients with a diseased, damaged, or malfunctioning aortic valve. This device may also be used to replace a previously implanted aortic prosthetic heart valve." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU.